Event description:
The pt was incoherent. Family member used the suspect device to run a blood glucose test on pt. The result was 271 mg/dl. About one hour later in the ER pt's glucose was 17 and 22 mg/dl. A venous draw was performed for a lab test and the result was 30 mg/dl. Pt was treated with a glucose IV and released later in the day. Level 1 control was used on the system and the control was out of range. It is possible the test strip vial was left uncapped. The suspect device was replaced with new product and then authorized for return to the MFR for eval.